Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. Also alarm will not function. The key failure is the pilot valve is not shifting.

Manufacturer narrative:
This product was inspected and repaired by an independent repair center. (B)(4) - should additional information become available, a supplemental record will be filed.